Event description:
It was reported that a patient underwent knee arthroplasty procedure on (B)(6) 2010. During the procedure, the package for the left femoral component was found to contain a right femoral component. Another left femoral component was available and the surgery was completed without delay or injury to the patient.

Manufacturer narrative:
Corrective and preventive actions have been initiated. This report filed (B)(6) 2010.